Manufacturer narrative:
The service evaluation could not confirm/duplicate the custoemr¿s reported problem. A physical inspection found water immersion due to scope mount degradation, cable buckling, corrosion on the video connector contacts, and a loose/wobbly connector. A review of the repair history confirms the device was last serviced via repair in august 2018, the cable and coupler were replaced. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the root cause of the reported problem could not be conclusively determined. The e315 error generally occurs when the scopes that are no t compatible with the device are connected. Since the physical evaluation could not confirmed the reported e315 error, the error may potentially be due to contact corrosion causing temporary communication failure between the scope and the processor. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) was informed that the customer high-definition camera head was returned to olympus service/repair for a reported ¿error e315¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported that the reported e315 error was found during the inspection before use. No further information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional details from the customer regarding the reported event (b3, b5).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).